Event description:
It was reported that during a colon/sigmoid resection procedure, the surgeon takes the stapler to make the first proximal closure of the colon. He is very used to our products and waits 10-15 sec before he fired the stapler. When inspecting the staple lines, he observed that at the staple line, some staples are totally open in one row. He also resects the staple line and puts it in formalin for us to inspect. He does not believe the stapler has been under a lot of tension nor has the firing felt any different. Another device was used to complete the procedure. There were no adverse consequences for the patient. Facility is unwilling to provide information.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. Additionally, a tissue sample was received with formed and unformed staples on it. It is possible that during the procedure that a torque was applied to the anvil before closing the hook latch resulting in a anvil and channel misalignment. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.